Event description:
Information received a smiths medical cadd solis vip 2120 was not infusing full volume set to infuse. The device passes all in house testing, however the pumps in the field are not infusing full volume on a regular basis. The fanny pack that house the device have a strap to keep the port stem of bag down and stable, so this is believed not to be the cause. No patient injury reported or medical interventions to reverse a unintended event.